Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the infusion set tubing was "shooting out" insulin after the fill tubing sequence. A supply change was performed to address the issue. Customer's blood glucose level was 117 mg/dl.